Event description:
It was reported the pt was unable to increase the amplitude with his programmer. The sjm rep met with the pt and determined the lead had multiple contacts with high impedances. The pt was working closely with his physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.